Event description:
It was reported that during a new pump implant the anchor deployment tool for the catheter broke due to the anchor being stuck and almost melted onto the metal piece that it sits on before deployment. An anchor tool kit was opened and it worked just fine. The catheter connector from the kit was lost. The patient had no symptoms. The patient was doing great and receiving effective therapy. The drug in the pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the anchor found that it was severely damaged, but was detached from the hypotube. Final analysis of the anchor deployment tool found that it had remnants of silicone still remaining on the hypotube. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.